Manufacturer narrative:
Follow-up #1 date of submission 05/31/2016-device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2016 with the following findings: a review of the pump black box data revealed several unexpected pump reboot events. During testing, the battery cap secured properly to the pump to maintain an electrical connection. A power issue was not duplicated; however, the battery cap contact height did not measure within specifications. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no observed power issues. The pump case was removed, and no internal defects were found. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked and the bolus button cover was torn. The bolus button responded properly to user presses. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump intermittently lost power. This issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.